Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 and ps2 power supplies were evaluated and readjusted. The backplane connections were evaluated and cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system did not start (no boot). There is no report of death or serious injury associated with this complaint.